Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a skin irritation to her back underneath the therapy electrodes. The patient's doctor prescribed an ointment (type unknown). Upon follow up the patient reported the area was healing.